Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by the sensor being obstructed by matrix drawer 7 containing medication. A field service engineer resolved the issue by clearing the obstruction from matrix drawer 7. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported that when using the bd pyxis medstation 4000 system, the drawer failed when a user attempted to dispense medication to a patient. This incident resulted in a delay to patient care. There were no adverse events or injuries reported based on this event.